Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and gel bleed.

Event description:
Healthcare professional reported intracapsular rupture with silicone perspiration on the right side. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight , opening, brown particle in the shell, wear abrasion and crease fold . A microscopic analysis was performed which identify a sharp opening in the posterior . A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: -a opening sharp in the posterior side assessed as unidentified (tear) opening. Additional, changed, and/or corrected data: a2, d9, h3, h6.

Event description:
Healthcare professional reported intracapsular rupture with silicone perspiration on the right side. The device has been explanted.